Event description:
The homecare provider (hcp) reported the following: a pt filled a portable oxygen unit from a u36 liquid oxygen reservoir. Approx 2 hours later the pt discovered the u36 spraying liquid oxygen 4 feet into the air. The hcp advised the pt to throw a towel over the unit and to open the windows to ventilate. The pt reportedly did come into contact with the liquid oxygen, but no visible injury occurred and no medical attention was required.